Event description:
Additional information from the consumer reported they had an appointment with a physician. The back pain and no stimulation had not been resolved.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a loss of therapy, no stimulation, and thought she probably needed a new battery. The patient had been ill and in the hospital for lung cancer surgery which was reported to not be related to the device/therapy. The surgery was noted as a recent medical test or electromagnetic interference. The patient had a lot of pain in her back but was not in for back surgery so they called a manufacturer representative (rep). The rep was notified by a health care professional about the patient's pain and lack of stimulation. The rep checked the patient's device and said that everything was okay. The patient stated that the rep gave her his card but that she lost it. The patient noted that the implant battery was fully charged but it was just not working. The patient was sure that she needed a new battery. The implant was not vibrating. The patient had checked the device with the patient programmer and increased amplitude all the way to almost 10 volts and felt nothing. At the time of the call with patient services on (B)(6) 2016 the patient programmer showed that stimulation was on at 9.5 volts but the patient did not feel any stimulation. It was noted that the patient only had one program. The patient was to follow-up with a health care professional or rep for reprogramming. Both the back pain and lack of stimulation began in (B)(6) 2016 which was also noted to have been when the patient was in for the unrelated surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.